Manufacturer narrative:
The investigation determined the cause was a fraying and weak reagent transfer (rt2) chain. The rt2 chain was repaired and appropriate checks were performed and were successful. No further erroneous results were reported.

Manufacturer narrative:
The investigation determined the cause was a fraying and weak reagent transfer (rt2) cable. The rt2 cable was repaired and appropriate checks were performed and were successful. No further erroneous results were reported.

Event description:
The user received a questionable lactate result for one patient sample from the integra 800 serial number (B)(4). The initial result was 0 mmol/l and the repeat result was 16 mmol/l. The initial result was reported outside the laboratory. Exactly four hours after the erroneous result, the user corrected the result. He was told by the nursing staff that it was no longer relevant as the patient had expired and the physicians knew the initial result was incorrect because the patient was terminal upon arrival at the hospital. No treatment was administered to the patient based on the erroneous lactate result. The user stated the patient expired as a consequence of the disease, not due to any treatment or lack of treatment related to this erroneous result. Upon evaluation of the analyzer, the field service representative could not determine a cause. He ran performance testing and replaced the probes. To verify the analyzer operation, he ran precision testing, performance testing and quality control with passing results.

Manufacturer narrative:
Additional information was received clarifying the original result was 0.11 mmol/l and the repeat result was 16.66 mmol/l.